Manufacturer narrative:
Weldment tube and ball screw cover. Additional info is needed in order to repair the bed; however, the unit will be repaired.

Event description:
Technical service visited the hospital because our customer had reported problems with 2 beds. The problems found were: CPR mechanism crashed (without working). Fowler system is not working properly (elevation is not possible in a continuous way). According to our technical support technician, the problem was that the weldment tube was broken as well as the ball screw cover.